Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as pain at the sensor site and had contact with an hcp who prescribed anti-suppuration and ointment (najifloxashan cream 1%) (amokhi healing capsule 250ml (tck)) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch. An extended investigation has been performed on returned unit. Visual inspection has been performed on returned adhesive and observed that the adhesive was completely off the puck. Since the unit DHR was review and passed prior to distribution. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the adc device. Customer experienced symptoms described as pain at the sensor site and had contact with an hcp who prescribed anti-suppuration and ointment (najifloxashan cream 1%) (amokhi healing capsule 250ml (tck)) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.